Manufacturer narrative:
The doctor indicated that a new valve was implanted, and that it functions properly. The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released per new world medical's approved procedures. The unit was returned for evaluation, was visually inspected, and tested under simulated conditions. The result of the evaluation shows that the sample performed in compliance with approved procedures.

Event description:
Dr. Stated that implanted valve could not drain properly and was exported.